Event description:
Caller reported a malfunction on the pump, which may have been affected by getting warm while in pockets. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. Afterward, the malfunction did not recur, and the customer was advised to continue using the pump with instructions to call back if any issues arose again.